Event description:
It was reported that during preparation for a procedure, a balloon rupture occurred. This severely calcified target lesion was located in the right coronary artery. The lesion was not pre-dilated. This 30mm x 3.5mm quantum maverick balloon catheter was selected; however, during preparation outside the patient the balloon was "broken." The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during preparation for a procedure, a balloon rupture occurred. This severely calcified target lesion was located in the right coronary artery. The lesion was not pre-dilated. This 30mm x 3.5mm quauntum maverick balloon catheter was selected; however, during preparation outside the patient the balloon was "broken". The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a magnified examination of the returned complaint device revealed no damage to the catheter. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall on the midsection of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).